Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2015 the patient underwent a left total knee arthroplasty using simplex hv bone cement. It is further alleged that she had to undergo a revision surgery on (B)(6) 2017 due to alleged loosening. Additional information have not been provided.